Event description:
Per the clinic, the patient experienced a skin breakdown (date not reported). The implanted device remains.

Event description:
Per the clinic, the recipient experienced skin necrosis (specific date not reported). This report is submitted on january 29, 2024.